Manufacturer narrative:
Alleged failure: shut off during case, cable was disconnected and light stayed on, and touch screen did work salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root cause is main board failure and/or sw lockup. Recommend replacement of main board" the product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a potential of thermal event and loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a potential of thermal event and loss of light.